Event description:
It was initially reported the patient was receiving a prophylactic generator replacement. Further information was received via clinic notes that the caretaking staff reported the patient is having frequent episodes of staring with nonresponse to stimulation. The staff reported a general decline in the past few months manifested by a loss of appetite and not swallowing well when being fed. It was also reported that the patient had an increase in frequency in seizures in the past two months since december, and at the time the patient's duty cycle was increased but did not reduce frequency of seizures. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Information was received via clinic notes for the patient that the patient's output was decreased, and the vns was checked and seen to have decreased. It as stated that seizures were increasing in frequency. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Manufacturer narrative:
Outcomes attributed to adverse event: corrected data; initial MDR inadvertently submitted without outcome selected.